Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had a fiber optic sensor failure and autofill failure alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation investigation findings component codes investigation conclusions h11 no decon or visual inspection performed since product was not returned and could not be evaluated since the product was not returned we were unable to evaluate the device based on the event description the event was most likely caused by failure of the fiberoptic sensor within the initial iab catheter resulting in signal disruption and alarms replacing the catheter resolved the issue confirming normal pump functionality the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit each iab manufactured is 100 inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released the trend review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings).